Event description:
The intended therapeutic procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information and additional information supplied by the manufacturer and the customer. Please refer to the following sections for the new information: b3, b5, d8, h3, h4, h6 the device was returned to olympus for evaluation and the customer's allegation of image was blurred, out of focus was confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): 4.1 precautions for use (warning). If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such devices may injure the patient, cause bleeding or perforation. If the endoscopic image does not display properly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and may cause burns, so the power to the video system center should be turned off immediately. If for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power of the video system center and then turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power of the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device ready for avoiding interruption of the procedure. Handling and general precautions (caution). Do not apply impact to the camera head. There is a risk of damage. 3.3 inspection of the camera head (caution). If the cover glass is dirty, it will interfere with observation. Never use a hard cloth or other object that may scratch the cover glass. When using sterile gauze, wear chemical-resistant waterproof gloves. After wiping, dry thoroughly before use. There is a possibility that the monitor image may become blurred. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1: address: (b)(6 hospital. E2/e3 not provided. The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image was blurred and out of focus while using the camera head. There was no patient harm associated with the event.